Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that implant fractured and abutment screw fractured at tooth site 44, so that bridge fell out a year and 2 months after prosthetic treatment and implant was removed. The procedure lasted longer, as implant had to be re-drilled. Patient has been rescheduled for new implant placement.